Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two low blood glucose levels that came out of nowhere. Customer stated that she might be getting too much insulin. Customer woke up yesterday with a low blood glucose level and she was feeling sweaty and confused. Customer stated that her boyfriend found her later in the day and she was sweaty and incoherent. Customer was given a glucagon shot and her blood glucose was 23 mg/dl. Customer's current blood glucose is 193 mg/dl. Customer treated with orange juice and a bowl of cereal. Customer stated that the pump was worn during a medical procedure/test around the MRI. Customer stated that she went through a CT scan. Customer was advised that everything was checked out and there wasn't anything wrong with the pump as it passed the displacement test. Customer was advised to monitor the pump.